Event description:
There was no device failure, malfunciton or complaint reported. This pt was undergoing a cardiopulmonary bypass procedure. The endocoronary sinus catheter was placed uneventfully. Because of an unusual appearance by trans-esophageal echocardiography and by contrast injection, it was re-positioned once. The endopulmonary vent catheter was then placed easily. Approx 30 minutes later (prior to the start of cardiopulmonary bypass) the pt's blood pressure decreased. A left thoracotomy revealed dark blood in the pericardium. At sternotomy, there was both a right ventricular penetration and a coronary sinus hematoma. A repair of the perforation and the intended bypass graft were completed and the pt's immediate post-operative course was uneventful. The attending surgeon commented that the pt's cardiac muscle was abnormally friable, although no specific diagnosis was given.